Manufacturer narrative:
Reported event: locking mechanism came lose and caused vibration. Changed out mics second one wouldn¿t work in rio set up. Tried resetting cutter to no avail. Changed mics and everything worked. Finished the case using the robot with no further issues. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of device history records indicate 15 devices were manufactured under lot k0626 and were accepted into final stock on 10/28/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4) lot number k0626 shows 02 additional complaints related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
Locking mechanism came lose and caused vibration. Changed out mics second one wouldn¿t work in rio set up. Tried resetting cutter to no avail. Changed mics and everything worked. Finished the case using the robot with no further issues. Case type: tka surgical delay: =15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Locking mechanism came lose and caused vibration. Changed out mics second one wouldn¿t work in rio set up. Tried resetting cutter to no avail. Changed mics and everything worked. Finished the case using the robot with no further issues. Case type: tka. Surgical delay: =15 minutes.